Event description:
It was reported that the patient experienced auto-deflation with this inflatable penile prosthesis (ipp). A surgical procedure was performed during which the existing ipp was removed and replaced with a new one. No patient complications were reported.